Event description:
As reported by the edwards field clinical specialist, this was a transcatheter aortic valve replacement procedure with left carotid cut down, left carotid reconstruction, right radial access, and right venous access. The sheath was inserted into the left carotid with e down (towards the feet) with the seam on the greater curvature. The 26mm sapien 3 ultra resilia valve hit a bend on the 14fr esheath+ and punctured the sheath. A bent strut was noticeable on fluoroscopy. The team was able to get the valve out of the sheath and deploy the valve successfully. The valve ripped the sheath and tore the left carotid. The vascular surgeon repaired the left carotid with a graft. The patient is doing well.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusion. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. Imagery was provided by the site and revealed the following: the patient's left access vessel had presence of calcification and undersized vessel regions. A minimum luminal diameter (mld) of 5.5mm is required for the 14f sheath per IFU. The complaint for valve frame damage was unable to be confirmed due to unavailability of returned device/ relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "the 26mm sapien 3 ultra resilia valve hit a bend in the 14fr esheath+ and tore the liner but remained in the sheath and tore the left carotid. A bent strut was noticeable on fluoroscopy" and "the vascular surgeon stated that he may have forgotten to "loosen his rommel", the stitch on either side of the carotid window that stops the blood flow in the carotid while they are getting access. Therefore, it was a tighter space in the carotid for the sheath/valve to slide through". Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Per 3mensio, the patient's access vessel had presence of calcification and undersized vessel regions. The presence of calcification and undersized regions cqan create challenging pathway during delivery system advancement, leading to resistance. Additionally, the presence of a tight stitch at the carotid site, as reported to be present, may reduce the sheath diameter, potentially complicating delivery system and valve access. To overcome the difficult access anatomy and the tight stitch at the access site, additional manipulation and push force may have been necessary during the advancement of the delivery system with the valve. If excessive force is applied, it could cause the valve struts to interact with the sheath shaft, ultimately resulting in the reported bent strut. As such, available information suggests that patient factors (calcification, undersized vessels) and/or procedural factors (excessive device manipulation, high push force, tight access site stitch) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.